Manufacturer narrative:
(B)(4). Additional information: the device was serviced on-site by a field service technician. An alarm log review, visual inspection, and functional testing were performed with no issues found related to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. An f-94 alarm was not identified during evaluation. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-94 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.